Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had a prior known driveline fracture. The pt reported red heart alarms. The pump showed signs of chugging, grinding noise and eventually stopped. Support was removed and the pt was put on inotropic medical support.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.